Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys estradiol iii assay on a cobas e 411 immunoassay analyzer. The patient sample resulted in an estradiol value of 128 pg/ml when tested on the e411 analyzer. The 128 pg/ml value was reported outside of the laboratory to a physician. The sample was tested using an unknown lc/ms method, resulting in a value of 3.6 pg/ml. The sample was repeated on an abbott architect analyzer, resulting in a value of < 10 pg/ml. The sample was provided for investigation, where it was tested twice on a second e411 analyzer (serial number (B)(4)), resulting in values of < 5.00 pg/ml and < 5.00 pg/ml. Estradiol reagent lot number 503901, with an expiration date of october 2021 was used on this analyzer. The serial number of the customer's e411 analyzer was requested, but not provided. The estradiol reagent lot number and expiration date used on this analyzer is not known.

Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.